Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and calibration error. Customer's blood glucose at time of incident was 9.4mmol/l. Customer stated that sensor is not communicating well with pump. Customer advised when sensor removed and noted missing electrode on the sensor. Customer was advised that sensor will be replaced.